Event description:
Philips healthcare customer service center received a call from the customer stating that their s8-3t transducer would not change angles. The procedure completed without incident.

Manufacturer narrative:
(B)(4). Preliminary eval of the returned s8-3t transducer notes oil separation in the acoustic window which was previously reported under 21cfr per z-2062-2011. Final eval of the returned transducer is pending which will include an eval of the reported articulation anomaly. A final report will be submitted with those findings once completed.